Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display. The blood glucose of the customer at the time of incident was unknown. The customer stated that the display screen of the insulin pump was not blank but the time clock did not change. The buttons were unresponsive. The insulin pump didn¿t alarm upon battery change. The customer was asked to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked display window corners noted. Compromised forced sensor system alarm during the basic occlusion test due to loose drive support disk.